Event description:
It was reported by the rep that the (10) mcm20 was used during a fem pop (femoral politeal) bypass procedure. It was reported that the staples fell out of the jaws. The case was completed with a new device and with no consequence to the patient.